Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the medical surgical care area. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were reproduced by loading an IV set. The messages were found to be caused by loose upper link screw. The screws were replaced.